Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the unit went out, does not work and that the housing on the inside is loose and not in the right position during inspection for use involving an olympus xenon light source. There was no patient involvement reported.